Event description:
On 12/07/1999, the facility's director of surgery informed the MFR's (MFR) representative of the following: the device was implanted at a facility out of state in 1998. Approximately two (2) weeks prior to explant, the pt went to another facility to receive his chemo treatment; however, attempts to access the device were unsuccessful. It appears that the pt experienced swelling of the subcutaneous tissue (extravasation). As a result, the pt came to this facility for removal of the device. Upon removal of the device, the device body and approximately two (2") inches of catheter were explanted. It appears that the device catheter sheared. The pt was sent/transferred to a facility out of state for removal of the sheared segment of catheter. That facility will forward the segment of catheter to the director, surgery of this facility, and she will return it along with the device body/catheter to the MFR for analysis. No further details were provided at this time.